Event description:
It was reported that the right atrial lead exhibited loss of sensing. The lead was capped and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.